Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution administration set had unspecified damage prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; therefore, a device analysis could not be completed. However, retention samples were visually inspected and no issues were observed. The retention samples were also gravity and functionally tested with no issues noted. The reported condition could not be verified on the retention samples. Should additional relevant information become available, a supplemental report will be submitted.